Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified. The alleged touchscreen issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery gauge dropped from 15% to 0% within one minute. Subsequently, the pump shut off due to insufficient power. In addition, the contact reported the pump touchscreen was delayed in responding to presses. Reportedly, the touchscreen was responsive to touches at the time of the report. There was no reported impact to the customer's blood glucose level. Reportedly the customer would continue to use the pump for insulin therapy.